Manufacturer narrative:
The lipase colorimetric assay lot number is 83216301 and the expiration date is 30-sep-2025. A field service engineer (fse) completed an instrument verification. He verified the needle was centered on the wash station and performed external cleaning of the sample needle. Qc and other checks were performed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable lipase colorimetric assay result from the cobas 6000 c501 module. The initial result was 155.5 u/l, and the repeat result was 45.8 u/l. The sample was also repeated on another c501 with a result of 44.6 u/l.